Manufacturer narrative:
Further information was requested but not received. No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
Prior to an unrelated procedure, diagnostic imaging was performed and externalized conductors were observed on the right ventricular lead. The lead was capped and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Based on the review of the x-ray views provided to abbott, the conductors appear to be externalized.no further analysis can be performed since the lead will not be returned to abbott for analysis.